Manufacturer narrative:
This report is being submitted to correct h7 and h9. Please see h7 and h9 for further details. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it was considered that the suggested event was not caused by the endoscope but mishandling by the user. The event can be prevented by following the instructions for use regarding the handling of high-frequency accessories: " 4.3 using endotherapy accessories: warning: always confirm that the electrode section of the electrosurgical accessory is an appropriate distance away from the distal end of the endoscope. Confirm that the green marking (in case of wli observation mode) at the distal tip of the electrosurgical accessory can be observed in the endoscopic image (see figure 4.4). If the electrode is used when too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Using a damaged endoscope may cause patient injury." - "appendix: warning - if combinations of equipment other than those shown below are used, full responsibility is assumed by the medical treatment facility." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, finding that the image had white dots due to damage on the charged coupled device unit, the image had a shadow due to a scratch on the light guide lens, universal cord had a scratch, water tightness was lost due to a cut on the bending section cover, grip had a scratch, bending angle in down direction did not meet the standard value due to wear of angle wire, and the adhesive on bending section cover was detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, bronchovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the device distal end had a burn. This report is being submitted for the event found during evaluation. There was no patient involvement.